Event description:
Customer reported a set leaked beneath the upper fitment. She found fluid leaking out of the bottom of the pump. No pt harm or medical intervention required. No further pt or event info is available.

Manufacturer narrative:
MFR's report date: (B)(4), 2011. (B)(4). Product evaluated and customer's report of a leaking set was confirmed. Visual inspection of the returned set showed a tear in the silicone tubing below the upper fitment and a crush mark was also observed on the upper fitment. Root cause of the tear was not identified. Although lot number unk, the smartsite laser number indicates this set was built between (B)(6) 2011 and (B)(6) 2011. The expiration date would be between (B)(6) 2014 and (B)(6) 2014.